Event description:
It was reported that the handpiece began overheating during an orthopaedic surgical procedure. There was no reported pt or user injury, and the procedure was complete successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but the reported condition of the device overheating during usage could not be confirmed.